Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, during prep, the product was attempted to be cycled for over 26 minutes and the device would not cycle [inflate] properly. A different device was implanted to complete the procedure.

Manufacturer narrative:
Titan pump and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. Both cylinders were received with tow sutures still attached. No functional abnormalities were noted with cylinder 1 or cylinder 2. The information received indicated the device was not able to cycle properly, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, during prep, the product was attempted to be cycled for over 26 minutes and the device would not cycle [inflate] properly. A different device was implanted to complete the procedure.